Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Sales rep reported to ms&s that a patient had a cvc placed on (B)(6) 2017. The nurse noticed a tear just above the bifurcation while flushing the catheter. This patient had the same type of cvc placed on (B)(6) 2017 which required replacement for a tear at the same place on the catheter. The nurse, as well as the patient's physician "feel the patient may be playing with the catheter and causing the damage."